Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v723758, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, (B)(4), ubd: (B)(6) 2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they fell over their daughter's dog on (B)(6) 2018 and it was determined that the lead wire had come out. The patient further said they didn't know it was not working. They added that they had a surgery and the manufacture representative (rep) told them it was not working (surgery was not related to device/therapy). The system was replaced on (B)(6) 2018. No further patient complications have been reported as a result of this event.